Event description:
It was reported that customer experienced cgm error related to g6 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions for complete pump reset, performed reset with guidance, confirmed that error did not appear again, and successfully started new sensor session.